Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/25/2016 to report that on (B)(6) 2016, the patient's receiver displayed err 121. The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, an error message was displaying on the screen. The error message stops the receiver from communicating and functioning. As a result, the receiver data log could not be downloaded and functional testing could not be performed. However, the reported event of a firmware error was confirmed because the error was observed on the receiver display. A root cause could not be determined.